Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter state. Upon investigation of the actual device used in this incident, it was determined that the no item was issued since an error appeared on the screen stating drawers were offline. The technical support specialist asked the customer to ensure it was toggled to ¿1.¿ after that, the drawers came back online, and the customer managed to issue the items. The system functioned as intended after the technical support specialist trouble shot the device.

Event description:
It was reported when using the bd pyxis¿ medbank tower aux, user mentioned that screen show error as drawer offline. The customer stated that this malfunction occurred while dispensing the medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medbank tower aux, user mentioned that screen show error as drawer offline. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.